Event description:
It was reported that during a sigmoid colectomy procedure, the device was inadvertently re-fired, there were no staples and the distal end of the sigmoid did not create an anastomosis. A like device was used to complete the anastomosis. Due to a lack of proximal sigmoid tissue, the anastomosis was not successful, causing a leak. The pt required a colostomy. There were no additional pt consequences.